Manufacturer narrative:
Initial reporter contact number extension (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor device would not lock a cutter device, due to debris not allowing the paws to close. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, by allowing debris to build up and interfere with the locking mechanism. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during laminectomy surgery, it was observed that the motor device would not secure the drill bits. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.